Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with medical records provided and reviewed. Review of the available records identified the following: revision op notes identified patient was revised due to the failed metal on metal hip. The patient has metallosis and serial chromium and cobalt assays have shown increasing metal iron level from the blood. The acetabular component was tested and found to be in a stable condition. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 15-105052, cup, lot # 872690; item # 192013, stem, lot # 407960.

Event description:
It was reported that a patient was revised approximately 7 years post implantation due to allegations of debilitating pain, metallosis, elevated ion levels, and difficulty ambulating. Attempts have been made, and no further information has been provided.